Event description:
During a coronary stent procedure, the physician was unable to cross the lesion. The physician was unable to retract the delivery/stent device back into the guide catheter and the entire system was removed without incident. Patient status is listed as "okay".